Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400 coil) pusher assembly, the embolization coil was damaged and detached from the pusher assembly. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusion: evaluation of the returned device revealed that the pc400 coil was damaged and detached from the pusher assembly. The damage found on the embolization coil typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, it is likely that the embolization coil will become damaged. The embolization coil likely detached from the pusher assembly due to being forcefully withdrawn against resistance. The resistance experienced by the physician may have been due to the damage found on the embolization coil. The od of the embolization coil was measured and found to be within specification. The non-penumbra device mentioned in the complaint was not returned for evaluation. The pc400 coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left renal vein for a gastro-renal shunt using penumbra coil 400 coils (pc400 coils). During the procedure, while advancing a pc400 coil through another manufacturer's microcatheter, the physician felt an "entrapment" around the tip of the microcatheter and immediately pulled the pc400 coil back into the microcatheter. The physician made another attempt to advance the pc400 coil; however, the coil was unable to advance out of the microcatheter and was removed. While the pc400 coil was being removed from the patient, it unintentionally detached and became stuck inside the microcatheter. The physician removed the microcatheter containing the pc400 coil from the patient and completed the procedure using a new pc400 coil and a new microcatheter. There was no report of an adverse effect to the patient.